Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device replacement procedure, this right atrial (ra) lead was noted to be fractured. It was questioned if the lead could remain inserted in the header or should it be capped, and whether there would be atrial information shown. Technical services (ts) discussed the options of leaving the lead in or capping it, but discussed the need to turn off all atrial settings. It was noted that the lead was surgically capped and the device was programmed to vvi. To date, there have been no reported adverse patient effects related to this clinical observation.